Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00632. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 5max reperfusion catheter and a penumbra system 5max separator. Prior to the procedure, 13,000,000 units of intravenous tissue plasminogen activator (t-pa) was administered. Aspiration was successfully performed using penumbra system 5max reperfusion catheter and penumbra system 5max separator. The patient was injected with 4,000 units of heparin. The patient developed consciousness disorder and intracranial hemorrhage was observed. The physician withheld treatment and the patient recovered. The physician's comment: the event was hemorrhage associated with recanalization. It was affected by the t-pa. The relation between the event and the penumbra system was not deniable.